Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. They were responding to our letter stating they couldn't answer the questions yet. They had an appointment scheduled with their doctor for the day following the report and the manufacturer representative was going to be there. They were hoping to get it synced back up.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor patient reported a power on reset message on their patient programmer. The also reported that about a month ago they started noticing a burning sensation after they took a bath and thought the device was too high and decreased it. Patient further started that two weeks after she was leaking a lot. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that a por was seen and then the 8840 gave them an exit message. The rep disconnected the call before any further detail could be collected. Information was received later from the rep who reported the battery was dead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative stated that patient replacement is schedule for (B)(6) 2018. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor patient reported a power on reset message on their patient programmer. The also reported that about a month ago they started noticing a burning sensation after they took a bath and thought the device was too high and decreased it. Patient further started that two weeks after she was leaking a lot. No further complications were noted or anticipated. 2018-aug-28 vm (con): additional information was received from the consumer. They were responding to our letter stating they couldn't answer the questions yet. They had an appointment scheduled with their doctor for the day following the report and the manufacturer representative was going to be there. They were hoping to get it synced back up. 2018-aug-29 crts 3754328 (rep): additional information was received from the manufacturer representative (rep). It was reported that a por was seen and then the 8840 gave them an exit message. The rep disconnected the call before any further detail could be collected. Information was received later from the rep who reported the battery was dead. 2018-08-30 (rep): additional information was received. Manufacturer representative reported that the cause of the burning sensation was unknown and the cause of the por was because the ins battery was dead and that the patient would be getting a replacement. No further complications were noted or anticipated

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative stated that patient replacement is schedule for (B)(6) 2018. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and the manufacturer representative indicated that the device was replaced due to a dead battery and that it would not be returned for analysis. No further complications were noted or anticipated.